Manufacturer narrative:
Result of investigation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer, "loop breakage ", could be confirmed . As electrode 2 shows a break geometry which indicates a break by force, it is most likely, that electrode 1 got the same damage by mechanical overload and the broken off active electrode touched the neutral electrode creating a shortcut and partial molt down both electrodes. The labelling was found to contain adequate instructions and warnings as mentioned on page 5 of the corresponding IFU 97000160_electrodes for single use_v10.5_print: "warning: risk of injury: overloading the instrument by exerting too much force may cause the medical device to break, bend, and malfunction, and consequently injure the patient or user. Do not overload the instruments. Do not bend bent instruments back to their original position." The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, resection was performed in chips using a resection loop. Loop breakage occurred inside the uterine cavity, and it was impossible to retrieve the loop. Intraoperative x-ray performed: no metal. Postoperative abdominal x-ray requested: no metallic material detected in the pelvic region. Extension of the operative time by 40 minutes plus additional imaging (x-ray) to locate the loop. No further adverse consequences reported. Due to additional x-rays taken and the extension of operative time by 40 minutes a report is required.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).